Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would shutdown in the middle of a case. The user was able to reboot to gain functionality. There was no pt injury or death reported.